Manufacturer narrative:
(B)(4). Correction to remove statement "the complaint states the patient experienced 076 detached/missing sensor wire. Product was provided for investigation. A visual inspection was performed. Complaint was confirmed during product investigation. The root cause could not be determined."

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor housing puck. The reported event of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint states the patient experienced 076 detached/missing sensor wire. Product was provided for investigation. A visual inspection was performed. Complaint was confirmed during product investigation. The root cause could not be determined.